Manufacturer narrative:
The implant was not made available for review as it remains in-situ; at this time, there has been no additional treatment or surgeries. The surgeon will continue to monitor the patient for any indication prompting surgical intervention. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain pain, discomfort, or abnormal sensations due to the presence of the device.

Event description:
The patient underwent a plif and laminectomy from levels l1-l5 on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system. The patient noted worsening of lumbosacral back pain with left lower extremity radiculopathy on (B)(6) 2020. At a patient follow up on (B)(6) 2020, a CT and MRI showed loosening and significant haloing of the left l5 pedicle screw. Seaspine was made aware of this event on 16 dec 2020.